Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that lead malfunction was observed. The lead will be explanted.

Event description:
New information received notes that loss of capture was observed on the rv lead. Capture threshold was high prior to the explant procedure. The lead was explanted and replaced. The patient was stable throughout the procedure.

Manufacturer narrative:
Additional information: analysis was normal. No anomalies were found.